Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial left total knee arthroplasty, the pad of the impactor instrument fractured while impacting the trial femoral component. There was no patient impact and no adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d9; g3; g6; h1; h2; h3; h6. Visual examination of the returned product/provided pictures identified (performed a visual inspection of the returned femoral cr impactor pad item # (B)(4) lot # 62841075 found it to exhibit signs of repeated use (nicked and gouged) and is fractured. All pieces were not returned. Visually verified product identifiers (orientation and color). The device history record was reviewed and no discrepancies relevant to the reported event were found. Device has a potential field age of 9 years and 9 months and exhibits signs of repeated use. The root cause of the reported event is attributed to wear and tear of the device from repeated use over time. This complaint can be confirmed based on the returned fractured device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.